Event description:
It was reported the patient presented for implant procedure. During surgery, the delivery catheter rose up unexpectedly and dislodged the ventricular leadless pacemaker (lp). While the lp, delivery catheter, and introducer were being removed, the patient coded and passed away.

Manufacturer narrative:
Further information was requested but not received.